Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens implant, the lens got stuck in the inserter, the doctor had to enlarge the incision on the opposite side to fit an instrument in to remove the lens from the injector. The lens was well centered and remains in the patient's eye with one torn haptic. Miocol was used post-op with no immediate effect on the patient. The patient's status was described as, "left asc with no issues we are aware of".